Event description:
The patient reported that after wearing the prod for longer than 48 hours on his abdomen the pod ripped his skin off when he tried to remove the pod. There was also bleeding at the site. During a regular check up with his healthcare provider they prescribed him with mupirocin ointment for his site irritation. The pod was discarded and his site was healing fine at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.